Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drugs being delivered were 15 mg/ml dilaudid (hydromorphone). The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming or beeping, starting on (B)(6) 2018. The patient was looking for assistance finding another healthcare professional (hcp) because he had pump refilled 2 months ago and they never told the patient he only had 2 months before elective replacement indicator (eri). He confirms printout from last refill 2 months ago included estimated eri for 2 months. The pump is near expected eri. He is hearing a single tone alarm. He heard the alarm once before (probably 5-6 years ago) for a day or 2 when the pump needed to be refilled and had difficulty getting into the office for a refill. The patient had morphine (unknown) in the pump at that time. The sound is consistent with pump alarms. The caller was to follow up with the hcp, as the patient was emailed hcp listings. He will be having pump refilled tomorrow ((B)(6) 2018) and asked if alarm may be disabled until he can find an hcp to replace the pump. There were no symptoms reported. Additional information was received from the patient when they called back on 2018-jul-20. The patient said he had the pump refilled yesterday ((B)(6) 2018) and it didn't need to be refilled but had it refilled because only had three weeks until needs a refill. The nurse ¿didn't see any pop up message.¿ the patient ¿didn't hear anything for 6 hours. Then it started the single tone alarm last night at 8:09 pm.¿ the patient was told he can have the eri message silenced until he has the pump replaced. There were no further complications reported/anticipated.